Manufacturer narrative:
A stryker technical support representative performed a phone troubleshooting with the customer. Stryker recommended that the customer perform a user test and a performance test on the device. The device was not returned to stryker. The root cause of the reported issue could not be determined. Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The device was returned to stryker for further evaluation. The stryker technician was unable to duplicate or verify the reported issue. After completing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The root cause of the reported issue could not be established.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. This issue is patient related; however there was no adverse patient outcome reported.